Manufacturer narrative:
Citation: giuliano costa et al. Five-year multiple comparison of transcatheter aortic valves: insights from the observant ii study. Can j cardiol nov 29:s0828-282x(24)01229-7. 2024. 10.1016/j.cjca.2024.10.026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a five-year comparison of transcatheter aortic valves from the observant ii study. The study population included 2493 patients who were predominantly female with a median age of 83 years old. Multiple manufacturer¿s devices were implanted in the study population; 1352 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, moderate to severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, congestive heart failure requiring hospitalization, myocardial infarction, and intervention for valve repair or replacement. No further information was provided pertaining to medtronic products.